Manufacturer narrative:
Product problem is no longer applicable to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for spinal pain. It was reported that the healthcare professional (hcp) removed the catheter from the morphine pump because it wasn't helping the patient with pain, but the hcp decided to retire and now the patient had a pump inside that was still slowly putting saline inside. No further complications were reported.